Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, a nurse called an intuitive surgical (is) technical support engineer (tse) and reported that the monopolar instrument could not connect to the erbe generator, which displayed a question mark on both ports. The issue began when the energy cable was torn out of the instrument. Before calling, the instrument and energy cable had been exchanged, and the erbe generator was rebooted. The tse recommended using another energy cable, but the issue persisted. The tse checked the logs for relevant erbe errors but found none. The tse confirmed that the bipolar ports were working, and the customer completed the procedure using an external generator. The erbe error 1-8a was likely caused by this situation, and further investigation was needed. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical (is) contacted the customer and was told that the customer was not aware of this problem and it may have been from another department. Isi did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. During in-house testing, the recognition error was found, upon visual inspection, no additional issues were found that would be related to the reported event. The probable root cause of customer reported issue is attributed to faulty component of iesu.

Event description:
Refer to h11 for follow-up information.